Manufacturer narrative:
Additional information: b1, h1, h6, h11. H11: the prismax device was not received by baxter for evaluation. However, the prismax machine log files were reviewed by baxter, and these log files showed that the heparin was not infused with the prismax machine (i.e., the log files showed that the syringe flow rate was 0 ml/h). Rather, the inaccurate volume of heparin that was reportedly infused by the nurse was infused externally. The treatment reportedly proceeded without any issues other than the presence of access alarms, indicating a likely problem with the access point. The device labeling / operator¿s manual instructs that the minimum patient weight for use of the filter hf1000 is 30 kg, and the minimum patient weight is 20 kg for the prismax system. The reported weight of the patient in this case was 3 kg, which is below the on-label minimum patient weights. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Although the cause of the reported condition could not be determined, there was no device malfunction of the prismax machine identified. Based on additional information received, the prismax machine was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy on a prismax v3 machine, there were multiple unspecified access alarms. It was reported that the "nurse infused inaccurate amount of heparin". It was further reported that the "heparin y'd into the access line". It was reported that the patient subsequently passed away "days later". The cause of death was not reported. No additional information is available.